Event description:
Epidural syringe hung with no problem but rn was called to bedside due to increase in pain level. Rn went to give patient pca button and noticed leaking of fluid from epidural pump, rn took syringe out and noticed leaking at syringe hub which was missing center piece.